Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y-set was leaking; further described as ¿external leakage at drain tubing near the patient¿. This occurred during continuous ambulatory peritoneal dialysis (capd) therapy. The patient started over with new supplies to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.